Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) was confirmed. As received, the monitor failed incoming functional testing. Upon investigation the rear response button was non-functional. The cause for the test failure was contamination on the j1003 connector on the ca board. The cause for the response button failure was contamination on the j1005 connector on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.